Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted on an unspecified date due to unspecified reasons. A new pair of preconnected ipp cylinders and pump were later implanted on (B)(6) 2019. Additional information received states the patient presented with the device not inflating and was found that the device does not have fluid loss. The source of the leak was not found. No information is available regarding when the device was removed. The device issues began (B)(6) 2019. Following implantation with the new device, the prosthesis was functioning normally.